Event description:
It was reported to philips that monitor screen failed to start replaced by biomedical team on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 19'' monochrome monitor ER (mml1952-per) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).